Manufacturer narrative:
Supplemental created to update customer contact e1 ;e3 and b5 added no patient involvement .

Event description:
It was reported that (1) pcu front case assemblies with keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (4) pcu front case assemblies with keypad needed to be replaced.